Event description:
Wound secretion. The patient underwent surgery for lumbar spondylolisthesis. During the surgery, the doctor used absorbable hemostatic fluid gelatin and absorbable hemostatic gauze. The patient was discharged smoothly after surgery, and 9 days after surgery, the wound exuded red fluid. A second surgery was performed to remove the lesion and sensitive antibiotics were used for anti infection treatment. Currently, inflammation is effectively controlled. The patient's wound healed and was discharged. The diagnosis and indication for the index surgical procedure was lumbar spondylolisthesis. Patient pre-existing medical conditions (i.e. Allergies, history of reactions), all concomitant medications, past medical history, any treatment required for events, dose, frequency, and therapy dates. On (B)(6) 2023 is first surgery date, other info is unknown following intraoperative concurrent use of other products was ms0010 and 1961, other products were unknown it was confirmed that surgiflo was used it is unknowen how much surgiflo was used. It is unknown if surgiflo was removed after hemostasis was achieved. On postoperative day 9, the patient had wound exudation, red liquid, and wound dehiscence of 2 cm, and was discharged after debridement, perfusion and drainage for healing. A second operation was performed for debridement of the lesion and anti-infection treatment with sensitive antibiotics. Currently inflammation is effectively controlled. The physician's opinion as to the cause of or contributing factors to this event was: "staphylococcus epidermidis infection. The patient had poor resistance after surgery, leading to infection with opportunistic pathogens". The patient was discharged

Event description:
Wound secretion. The patient underwent surgery for lumbar spondylolisthesis. During the surgery, the doctor used absorbable hemostatic fluid gelatin and absorbable hemostatic gauze. The patient was discharged smoothly after surgery, and 9 days after surgery, the wound exuded red fluid. A second surgery was performed to remove the lesion and sensitive antibiotics were used for anti infection treatment. Currently, inflammation is effectively controlled. The patient's wound healed and was discharged. The diagnosis and indication for the index surgical procedure was lumbar spondylolisthesis. Patient pre-existing medical conditions (i.e. Allergies, history of reactions), all concomitant medications, past medical history, any treatment required for events, dose, frequency, and therapy dates. (B)(6) 2023 is first surgery date, other info is unknown following intraoperative concurrent use of other products was ms0010 and 1961, other products were unknown. It was confirmed that surgiflo was used. It is unknowen how much surgiflo was used. It is unknown if surgiflo was removed after hemostasis was achieved. On postoperative day 9, the patient had wound exudation, red liquid, and wound dehiscence of 2 cm, and was discharged after debridement, perfusion and drainage for healing. A second operation was performed for debridement of the lesion and anti-infection treatment with sensitive antibiotics. Currently inflammation is effectively controlled. The physician's opinion as to the cause of or contributing factors to this event was: "staphylococcus epidermidis infection. The patient had poor resistance after surgery, leading to infection with opportunistic pathogens". The patient was discharged. In the follow-up information when the surgeon is asked of his/hers opinion of the cause of or contributing factors to this event, the reply is "staphylococcus epidermidis infection. The patient had poor resistance after surgery, leading to infection with opportunistic pathogens.". It is therefore concluded that it was the comorbidities that caused/contributed to the event and not surgiflo thus no causal relationship between surgiflo and the event. The case does not constituent an adverse event, and it is therefore not reportable.